Event description:
Reference number (B)(4). Event occured in the united states. Patient's mother encountered infusion set's bent cannula event on (B)(6) 2025. The son had high blood glucose (bg) levels that reached 540mg/dl and lasted 8 hours. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.